Event description:
It was reported that during a rotator cuff procedure, the peek eyelet broke (split) on two devices causing the suture to slip out. Retrieval of the eyelets was attempted, however, one of the eyelets still remains in the patient. No further consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the customer's complaint could not be verified. The cause of this event can not be determined without device evaluation.